Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 200-250 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. Cts followed up, customer was able to successfully resume insulin after troubleshooting and no issues since then, cts closing case.